Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium tank is leaking tank was changed on saturday and on shift today, unit was showing empty .

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) helium tank is leaking tank was changed on saturday and on shift today, unit was showing empty. Additionally it was reported that the parts were damaged by the unit falling from the helicopter. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10 a getinge field service engineer (fse) was dispatched to evaluated the unit and was able to confirmed the reported failure. The fse found the unit with major leak in the helium manifold. To fix the issue the fse replaced the helium manifold assembly, helium tank and the helium high pressure regulator. The fse performed full pm with calibration, safety and functional checks. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)